Event description:
It was reported that the patient presented to the emergency room with heart palpitations and bradycardia. This right ventricular (rv) lead presented a high pacing threshold with small resulting r waves and intermittent loss of capture. A dislodgement was confirmed via x-ray. The lead was subsequently repositioned successfully and remains in service. No additional adverse patient effects were reported.